Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmissions with non-sustained ventricular oversensing exhibited on the implantable cardiac defibrillator device. Upon review of stored electrograms the device exhibited post-paced t-wave oversensing. There was no inappropriate therapy delivered during the oversensing episodes. Suggested programming changes were not made.